Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, high, out of range low voltage lead impedance was observed on the right ventricular lead. The lead was replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.